Manufacturer narrative:
Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and cracked end cap.

Event description:
It was reported that insulin pump was cracked near motor compartment. Customer's blood glucose was not provided.